Manufacturer narrative:
An event regarding disassociation/dislocation involving an mdm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: a very awkward manoeuvre in the hip of the patient at a time that capsular healing around the hip was still incomplete after previous revision surgery caused an intraprosthetic dislocation of the mdm construct requiring another revision surgery. -product history review: all devices accepted into stock we free from any relevant discrepancies. -complaint history review: there were no other reported events for the lot referenced. Conclusions: the reported dislocation/disassociation event was not confirmed as x-rays post the event were not provided. A review of the provided medical records and x-rays by a clinical consultant indicated: a very awkward manoeuvre in the hip of the patient at a time that capsular healing around the hip was still incomplete after previous revision surgery caused an intraprosthetic dislocation of the mdm construct requiring another revision surgery. No further investigation for this event is possible at this time . If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that patient's right hip was revised due to dislocation of the head from the poly insert, and disassociation of the poly insert from the well-fixed metal liner. Patient reported he moved in an unusual manner, bending and twisting to pick up something, when the dislocation occurred. A biolox v40 ceramic head and poly liner were revised with a c-taper biolox ceramic head with sleeve, and a poly insert of the same catalog but different lot number.